Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While servicing the device, the philips bench technician discovered an ECG bias error in the status logs. There was no reported patient or user involvement and no adverse patient/user impact.